Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the table ¿tipped¿ during a procedure. The patient was placed on the table in reversed low lithotomy position. The operating staff was able to ¿catch¿ the table and reposition so that it would no longer tip. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. During the investigation, it was determined that the user facility used the table in reverse orientation with the low lithotomy position which put the center of gravity too far away from the table's column and allowed the table to tip. Steris recommends normal orientation of the table with the low lithotomy position rather than reverse orientation. An in-service on the proper use and operation of the cmax surgical table and recommended table positions is scheduled to occur on (B)(4) 2013.